Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to any of olympus locations. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is assumed that the examination lamp did not light up due to a degradation of the examination lamp or a temporary malfunction of the igniter and power supply unit, and the emergency lamp was switched on. Since the product has passed through approximately 7 years and 6 months since manufacturing, it is assumed that the operation is poor due to age-related deterioration. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the procedure, the examination lamp of the subject device could not work and the emergency lamp activated automatically. The user replaced the subject device to another device and completed the procedure. The field service engineer visited the facility and checked the subject device, the reported phenomenon could not be duplicated because the examination lamp had been cleaned then reassembled. There was no report of patient injury associated with the event.